Manufacturer narrative:
All available information was investigated, and the reported torn sgc soft tip was confirmed. The reported difficult insertion into anatomy could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported difficulty inserting the sgc could not be conclusively determined. The reported torn soft tip appears to be a cascading event of the difficult insertion. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. When attempting to insert the steerable guide catheter (sgc) (lot: 40128r1091) into groin, there was resistance. The groin was re-dilated and a 18f introducer was placed. Sgc was re-inserted but resistance still present. There was a tear in the soft tip of the sgc. A replacement sgc (lot: 40318r1060) was used to complete the procedure successfully. Two clips were implanted reducing mr to grade 2. There was no patient consequences or clinically significant delay.